Event description:
It was reported that the patient underwent an unknown surgical procedure on an unknown date and suture was used. After the procedure overnight, the suture broke that was used to suture the drain in the chest. Additional information has been requested.

Event description:
It was reported that the patient underwent an unknown surgical procedure on an unknown date and suture was used. After the procedure overnight, the suture broke that was used to suture the drain in the chest. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(4).